Event description:
The customer reported that an erroneous free total thyroxine (frt4) result was generated on a unicel dxl800 access immunoassay system for one patient sample. The initial frt4 result, which was within the normal reference range, was not reported out of the laboratory and was questioned by the customer as it did not match the patient's clinical picture. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The test sample was forwarded to beckman coulter inc. For additional testing and investigation. Instrument frt4 quality control results recovered within the customer's established specification range during the timeframe of the event. The sample was drawn into a sst tube and centrifuged prior to testing. The sample was no more that 4 hours old at the time of testing and was retained at room temperature.

Manufacturer narrative:
Service was not dispatched to the site for this event the sample in question was forwarded to beckman coulter inc. For additional evaluation and investigation. This process is ongoing.